Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. It was noted that troubleshooting steps were performed, however, no information was provided as to what was done. There were no patient consequences reported.

Event description:
Related manufacturing reference number: (B)(4).

Manufacturer narrative:
This report is to link this report to 2017865-2025-12471 as these events were determined to be related.